Event description:
It was reported that there was a fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional was performed. It was found that the fire in the ambulance was not related to any component-level defect in the unit. It was further reported that the fire was initiated when the patient set himself on fire, which subsequently led to damage to the unit during the use of a fire extinguisher. The issue was resolved for the customer by informing them that the product is no longer approved for use on patients.

Event description:
New information: it was reported that the patient set himself on fire.